Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery pack would not power on her monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery won't power) is being investigated. As received, the battery would not charge in the charger or power on a monitor. A root cause investigation is currently underway at the battery supplier. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.